Manufacturer narrative:
A therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the therapy cool flex catheter during an atrial fibrillation ablation procedure, the irrigation port broke from the handle of the catheter. The catheter was advanced through the transseptal puncture and an occlusion alarm displayed on the cool point pump. The physician noted the irrigation port detached from the handle of the catheter. A second cool flex catheter was used for approximately one hour and then the physician had difficulties manipulating the catheter. The catheter was replaced with a third cool flex catheter and the procedure was completed with no adverse consequences to the patient. Additional information was requested but is not available.